Manufacturer narrative:
The insulin pump did not alarm with button error during testing; however, the unit had intermittent up button response due to moisture damaged keypad traces. No unexpected numbers ramping/scrolling anomaly occurred during testing. The unit had minor scratches on the lcd window, cracked casing at a display window corner, cracked belt clip slot, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the numbers on her insulin pump kept scrolling up after she attempted to program a bolus. The patient's blood glucose at the time of incident was 67 mg/dl. The pump then alarmed with a button error. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the button error issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.